Event description:
The customer contacted stryker to report that their device powered off when being charged for defibrillation. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. However, a review of the electronic record downloaded from the device, verified the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.